Event description:
A report was received that a patient underwent a pocket revision procedure. The patient was uncomfortable with the position of the ipg and was having difficulty charging. It was discovered the patient's ipg had flipped. The physician repositioned it and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.